Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was inserted and successfully deployed on the mitral valve. To further reduce mr, an xtw clip was inserted, and grasping was performed. However, after removal of the lock line (ll), it was observed the clip detached from the posterior leaflet and remained attached to the anterior leaflet. Since the ll was already removed, the clip was deployed on one leaflet. To stabilize the clip, an additional clip was implanted, reducing mr to a grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, the reported migration (partial clip movement) could not be determined. The foreign body in patient appears to be due to the procedural circumstances. Unexpected medical interventions was a result of case-specific circumstances.